Manufacturer narrative:
The iu performed a manual calculation of the bolus advice and verified the bolus recommendations were identical. This verifies that the bolus calculator works as intended.

Event description:
On (B)(6) 2013, it was reported that the patient had experienced an elevated blood glucose level of 18.4 mmol/l (325.8 mg/dl) and with 1.3 units of active insulin, her monitor did not recommend a bolus. She thinks the correction bolus amounts recommended by her blood glucose monitor are too low. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.